Event description:
It was reported that following a drug eluting stenting treatment procedure, stent thrombosis occurred. The procedure was emergent due to myocardial infarction. The 20mm in length, 99% stenosed, target lesion was in the proximal left circumflex (lcx) artery. The lesion was predilated with a 2.5x12mm maverick xl balloon. A 3.0x24mm taxus express2 drug eluting stent was implanted and the stent was postdilated with a 2.5x12mm quantum maverick balloon. An atlantis intravascular ultrasound (ivus) catheter was used. The remainder of the lcx was treated with implanting a 3.0x15mm, a 3.0x12mm, and a 3.0x15mm non-bsc bare metal stents (bms). All devices were considered to be well positioned, well apposed, with no gaps between the devices and timi 3 flow noted at the end of the procedure. The pt was given antiplatelet medication before and during the procedure. Antiplatelet medication was prescribed at discharge and it is believed the pt was complaint with the medications. Seven days later, the pt experienced chest pain and shortness of breath. Thrombosis inside the previously implanted taxus express2 des as well as throughout the lcx was discovered. A non-bsc aspiration thrombectomy device was used, however, the decision was made to send the pt to coronary artery bypass grafting (CABG) surgery the following day. The pt had a left internal mammary artery (lima) graft placed to the left anterior descending artery, a saphenous vein graft (svg) placed to the posterior descending artery and a svg to the obtuse marginal artery. There were no add'l pt complications reported with the pt discharged in stable condition 6 days later.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the mfg record for this particular batch number shows that the device met its material, assembly and product specs at the time of its release to distribution. Taking into consideration the details of the complaint, 'unknown' would be the most probable root cause. A CAPA has been initiated to address this issue.